Manufacturer narrative:
(B)(6) evaluation has not been performed since the customer refuse to allow entry. It is unknown if the alleged fake software has compromised the safety functions or pre-treatment protocols of the laser system. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Distributor engineer reported that someone from (B)(6) wrote a fake software for the visx s4 ir and allowing the system to perform surgery without the need to insert a visx treatment card. He claims that they are doing this by replacing the original hard disk drive from the visx with a different one that contains the loaded fake software. Distributor reported that their multiple attempts to check the laser equipment has have been unsuccessful as the customer refuse to allow entry.

Manufacturer narrative:
(B)(4).